Event description:
Abbott diabetes care received a medwatch report which reported the following information: "I received a shipment of 6 freestyle libre 3 continuous glucose sensors from my insurance company in (B)(6) 2024. Of the five used, two gave readings either 30 points above or below comparison finger stick readings; one fell off within 24 hours; and two were constantly alerting me of low glucose readings when in fact, were sometimes up to 60 points below a blood glucose fingerstick reading. I wore one for only half a day before the alarms were non-stop and the second one seemed to be working fine then after about 9 hours began beeping with low glucose alerts and finally just stopped working. These instances were all reported to abbott, the manufacturer but they only replaced 3 of the sensors and did not appear alarmed by my reports. The first of the 3 replacements worked fine so I believe the six I received from my insurance were all from a bad lot." Adc customer service was able to successfully contact the customer to gain additional details regarding this event. The customer stated the replacements had already been provided and will refer to her heathcare professional (hcp) if issues reoccur. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The date of event is unknown. The date in section b3 is the date abbott diabetes care (adc) became aware of the event. The device mfg date is unknown. The date in section h4 is the date abbott diabetes care (adc) became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This is a 5 of 6 MDR submission.